Event description:
Medtronic received information that during use of a cardioblate lp device, it was reported that during a mitral valve replacement and atrial fibrillation operation the device continued to give a high impedance alarm during the operation. It was observed that the saline flushing maintained normal water output. The same problem occurred after changing the position and checking the water outlet and the high impedance alarm continued. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that it was not calculated how many times the device reported high impedance, the device was replaced after impacting procedure progress. Saline was present at the ablation site. The operator is experienced with the use of the device. The amount of tissue that was attempted to be ablated was not calculated. Medtronic received additional information that during analysis of the returned device, it was noted that there was no saline flow from the jaws of the probe.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut apart and the flow restrictor is blocked by a rust-like foreign material (fm). Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.